Manufacturer narrative:
We performed a functional check of the lithotriptor; all motorized and water/air functions were good, as was the disintegration test check. The following readings found to be slightly out of specification: heating current: slightly high by 0.19. Current input for energy: slightly high (ranging from 0 - 0.12). High voltage: slightly low (range .04-0.22). Hematomas are a known side effect of lithotripsy, which is address in our IFU.

Event description:
The slx lithtriptor unit, owned by healthtronics, was in use at plains regional medical center in clovis, nm and, allegedly, following a lithotripsy procedure, the patient was admitted the same day after a CT revealed a perinephric hematoma. The patient was kept overnight for observation and was released the next day without further treatment and in reportedly stable condition.